Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), e2, e3, g3, g6, g7, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation, below fields are added from e1- event site telephone- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the batteries will not charge. To remediate this the fse reviewed the fault codes . They determined that the pcb, power supply monitor, rohs (d670-00-1166) and assembly, pcba, power slot interface (d997-00-1187) needed to be replaced. Once replaced, the unit passed all factory-specified performance and safety tests and is ready for clinical use.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6), due to character limitation e1(event site city): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) couldn't be charged. After checking, the battery function is normal and the charging board is faulty. There was no patient involvement.